Event description:
It was reported that the patient was experiencing inadequate stimulation in low back despite reprogramming due to difficulty charging the ipg. The patient underwent a complete revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and all explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20333015/20617878.